Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. According to the complainant, approximately 8 minutes into the procedure, saline leaked into the vagina causing a burn. The system did not display an alarm, but the procedure was aborted. It is unknown if the procedure was completed. The degree of the burn and possible medical intervention is unknown. After several attempts to obtain additional information, no contact was made with the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.